Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940 implantable tachy lead implanted: (B)(6) 2000. A 5024 implantable pacing lead implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was attempted and not used due to inability to advance stylet down the lumen. A replacement lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed there was blood on the distal conductor of the lead and it was obstructed.